Event description:
The patient has a history of ventricular tachycardia. The endotak (transvenous implantable cardioverter defibrillator) was implanted on 1/9/92. The device was tested post-operatively while the patient's discharge from the hospital on 1/22/92. On 1/24/92, the patient reported that he was receiving inappropriate shocks. He was readmitted to the hospital for evaluation and surgical correction. On 2/4/92, the patient underwent surgical replacement of the device under general anesthesia.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. Date last serviced: 01-jan-92. Service provided by: other. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: electrical problem, none or unknown, none or unknown, none or unknown. Conclusion: device failure related to patient condition, device failure directly caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.